Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
Customer stated that she was admitted to the ER in 2008 at 6:45 am for high blood glucose levels (bgs). Customer stated that she was given an injection every hour of 1 unit of insulin and had an initial injection of 15 units along with 4 ivs to correct her bg issue. Customer left ER at 5:45pm with bg of 121 mg/dl. At this time, she applied a new pod. I reviewed with customer pinching up during application, alternative sites, and occlusions. Customer stated that the only area that works for her is her back which she stated does not seem to be working now. Customer stated that she would be meeting with her physician at 8 am. No further info is available.